Manufacturer narrative:
(B)(4).

Event description:
Dft failed and the patient had a persistent left svc. The physician wanted to put a sub q coil in. This system was explanted, so that a df-1 itrevia could be implanted. Should additional information be received, this file will be updated.

Manufacturer narrative:
The device was received and analyzed. Confirming the clinical observation, the inspection of the device memory content showed that during the defibrillation threshold test on (B)(6) 2016 the tachycardia was not terminated after shock delivery. However, the device data revealed no signs of a device malfunction. The ICD was subjected to an electrical analysis. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified for different used shock energies and phases, documenting a correct sensing and shock delivery. In particular, the specified energy level was reached. In conclusion, the clinical observation could be confirmed. A thorough analysis of the memory content as well as the functionality of the ICD proved the device to be fully functional. There was no indication of a device malfunction. Biotronik monitors the post market performance of its products closely in order to identify any trends that may reveal over time a potential manufacturing or design issue. The historic performance of the product involved in the current case does not at this point reveal any such trend.